Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted lobectomy procedure, on the 9th firing as the surgeon was transecting the main stem bronchus, the reload got jammed and therefore the knife blade could not be retracted and the reload cannot be unloaded. The jaws could not be opened and the device reload locked on tissue. Due to the device problem the procedure was converted into an open procedure, and the incision was extended more than 1 inch in order to recover the reload. Extra tissue was transected out using diathermy, scissors and sutures. They used another stapler in order to complete the case. The surgical time extended 30 minutes or more due to the product problem. Patient stay was extended by 3 days and extended patient recovery time is expected to be an additional 3 weeks when compared to the video-assisted thoracoscopic surgery(vats) procedure they would initially have had.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. The instrument retract knobs were fully advanced. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife extended to the distal end. The instrument retract knobs could not be fully retracted to unload the reload. The subject reload was forcibly removed from the instrument. Further visual evaluation of the reload noted that the knife bar laminates within the reload were bent. Due to the noted damage functional testing was not performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the fi ring handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.